Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 9 months. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas. The hm3 lvas IFU lists infection (driveline, local and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU also provides information regarding how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient's blood cultures was taken at a different site. The result from the blood cultures showed gram positive cocci. The patient was given ceftazidime for polymicrobial driveline infection and started on vancomycin. Culture was taken again at the implant site and showed no growth to date (ngtd). Erythrocyte sedimentation rate (esr) and c-reactive protein (crp) was elevated. Echocardiogram (echo) was performed to rule out vegetation. The patient was discharged home (B)(6) 2018 and was given antibiotic regime for staphylococcus epidermidis bacteremia/polymicrobial driveline infection which was completed on (B)(6) 2018.